Event description:
The customer reported that results on a single patient sample obtained from a vitros 350 chemistry system were associated with the incorrect patient name. The vitros 350 results were not reported, and there were no reports of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the customer was unaware of the sample program retention feature in the vitros system software which retains partially completed sample programs. The investigation also determined that the customer re-uses sample ids. The customer was referred to the vitros 350/250 operators guide, "if a retained sample ID is not processed to completion, the sample ID and its associated program including tests and demographics, is retained in system memory indefinitely. If a new sample is processed in the future using the same retained sample ID, the tests and demographics associated with the new sample program will not be stored in the system memory. After processing the new sample, the results for the previous incomplete tests and associated patient demographics will be reported for the retained sample program for the original sample ID". The customer was advised to discontinue the re-use of sample ids. The definitive root cause of the event is unknown as the customer did not provide sufficient data to investigate. However, this is consistent with the re-use of sample ids and is the most likely cause of this issue.